Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was outside in the heat when the pump became unresponsive and stopped all insulin delivery. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the pump became responsive and insulin delivery was able to be resumed.